Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result.

Manufacturer narrative:
The device has been noted as not being a combination product. The product used by the user has been corrected to reflect as not being a recall affected device, the investigation codes have been noted down. The impact code has been changed to 2199 from 4640 as no follow up testing was reported by the user.

Event description:
User reported false positive result. No additional information relating to follow-up testing was provided.